Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 485 mg/dl which was treated with manual injection. It is unknown if the insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.